Event description:
Per the clinic, the patient received a steroid injection of the skin flap around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.